Manufacturer narrative:
If implanted, give date: 2002. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2018-04245. It was reported that restenosis occurred. In 2002, an express 2 coronary stent delivery system was implanted. Fifteen years later, the stent was "clogged up" and another stent was implanted. In (B)(6) 2017, a synergy¿ stent was implanted in the patient and one year later, the stent was totally blocked and occluded with a blood clot noted. A balloon was used to opened it up. No further patient complications were reported.